Event description:
Rn for home pt reports twist clamp on the minicap transfer set would not stop twisting when being opened and cracked after 6 weeks of use. Rn reports pt was at clinic for a weekly check up at the time the reported incident occurred and no fluid leakage was noted. Rn performed a transfer set change and no medical intervention was required and no pt injury resulted from incident.